Manufacturer narrative:
H.6 investigation summary: "material #: 364314. Lot/batch #: 2350189. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged hub as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged hub. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that the bd preset¿ arterial blood collection syringe needle did not connect correctly. The main cause of the patient: unresponsiveness and irritability for 1 day, he was admitted to the hospital with "cerebral infarction" from the emergency department at 04:10 on (B)(6) 2023. At 10:00 on (B)(6) 2023, the nurse gave the patient an arterial blood gas analysis as directed by the doctor. After opening the package of the arterial blood collection device, he found that the connection between the needle and the needle tube was skewed, and the arterial blood collection device was replaced immediately without causing any harm to the patient.

Event description:
It was reported that the bd preset¿ arterial blood collection syringe needle did not connect correctly. The main cause of the patient: unresponsiveness and irritability for 1 day, he was admitted to the hospital with "cerebral infarction" from the emergency department at 04:10 on (B)(6), 2023. At 10:00 on (B)(6), 2023, the nurse gave the patient an arterial blood gas analysis as directed by the doctor. After opening the package of the arterial blood collection device, he found that the connection between the needle and the needle tube was skewed, and the arterial blood collection device was replaced immediately without causing any harm to the patient.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged hub as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged hub. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.